Event description:
A drill bit broke during the surgery. After attempt of retrieving the broken device, the surgeon made a decision to close the incision. The broken drill bit remains in pt's mandible.

Manufacturer narrative:
Methods: complaint statistics and process evaluation based on the lot number. Results: an investigation was performed on the basis of complaint statistics since no device was returned for evaluation. It is determined that the complaint percentage falls well within the product risk limits that are adhered to at klm. The product history device records were also reviewed based on the lot number provided, and no abnormalities were found. Assessment conclusion: due to no device being returned and the device history records showed no abnormality, the root cause for the failure cannot be determined. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.